Event description:
It was reported the catheter was being placed into the pt's subclavian in the intensive care unit. When passing the spring wire guide through the arrow raulerson syringe there was resistance. When removing the wire it began to unravel. As a result, a new kit was opened and used for a successful placement. They do not know if this caused a delay in treatment and there was no pt death or complications reported.

Manufacturer narrative:
(B)(4). The device is not being returned.